Event description:
It was reported the patient presented for initial procedure. During implant, while positioning the lead, the lead was failing to sense and failing to capture. The physician elected to complete the procedure with a different lead. The patient was in stable condition.

Manufacturer narrative:
The reported events of failure to capture and failure to sense were not confirmed. A complete lead was returned in one piece. Electrical, visual and x-ray evaluations were normal with no anomalies found.